Event description:
The customer stated, that she performed a control test and received a result of 200 mg/dl. While troubleshooting, she performed another control test and received a result of 210 mg/dl. A control range was not provided for the test strips, but it should be around 115-166 mg/dl. The customer did not allege any adverse events. The test strips were not returned for evaluation, but replacement strips were sent to the customer. The customer's pharmacy replaced her breeze meter.

Manufacturer narrative:
This MDR is being filed late, since it was inadvertently classified as a 'closed' complaint before regulatory affairs had a chance to review it. An improvement was implemented in the complaint system to prevent this kind of occurrence in the future. All of these 'closed' complaints were reviewed and, if appropriate, reported as mdrs.